Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device upgrade procedure review of the electrograms revealed oversensing on the right atrial lead. The lead was capped and replaced. The patient was discharged from the hospital without any adverse consequences.